Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that there was a saturation fault error. This may prevent the system from booting up, which would result in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.